Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. This report is for an unknown nails: tibial/unknown lot. Part and lot number are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a connecting screw from tibia-ex nail is difficult to screw/unscrew. No further information provided. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: product code, common device name. Facility name, address, telephone. Initial reporter occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.